Event description:
It was reported while using bd nexiva¿ closed IV catheter system a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: one site of y connector broken during treatment as result cause fluid and blood back flow mixture leakage. Nexiva 22g was inserted during day shift and in night shift all of sudden on patient complaint nurse found out there was blood strains on bed sheet of patient and source was IV line as primary nurse check it was y site, one with IV fluid running and other was broken on the bed as a result fluid and blood back mixture leaked and strain the bed sheet. During use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jun-2023 h6: investigation summary bd received a sealed 22 gauge nexiva unit from lot 2011812 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the unit. Next, a water/air leak test was performed to identify any possible damage that was not visible to the naked eye but no leaks were observed coming from the device. Finally, bd was provided with a photo of the reported defect for investigation. The provided photo appeared to show a different device than the one that was returned. Upon reviewing this photo, the engineer identified that one the luer ports of the y-adapter appeared to be cracked at the luer threads. This damage was not apparent on the returned physical sample. The detail of the photo does not show how far the crack extends down the port. Additionally, no other damage can be seen based on the photo. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, without the actual defective device the engineer could not determine a definitive root cause as the returned unit did not have the same issues as the photographed one. No failures were found with the returned unit.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: one site of y connector broken during treatment as result cause fluid and blood back flow mixture leakage. Nexiva 22g was inserted during day shift and in night shift all of sudden on patient complaint nurse found out there was blood strains on bed sheet of patient and source was IV line as primary nurse check it was y site, one with IV fluid running and other was broken on the bed as a result fluid and blood back mixture leaked and strain the bed sheet. During use.